Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose of 40 mg/dl. The customer treated with the glucose tablet. The customer reported that the insulin pump had no delivery alarm. The customer reports alarm did not occur during manual prime. The customer reports event was resolved by changing complete set. Troubleshooting was done for no delivery alarm. The reservoir will not be returned for analysis.